Manufacturer narrative:
This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer ((B)(4) details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on (B)(6) 2017. This can be caused when the wastebag is not connected during priming and you try to close the exit by hand. In this case during surgery, probably the motor inside the pump is broken and needs to be replaced (pumpmodule). Investigation showed that this is a breakage in the cable. It has been adapted in the re-design. During the retrospective review, as this motor failure required a replacement and happened during surgery, we assume it caused long delay in surgery. Hence it is reportable. All available information has been disclosed. This complaint has now been closed.

Event description:
A report has been received of an incident that occurred in iran. The following has been reported: "pump 160 error." A sample is available for evaluation. There is no further information and all has been disclosed.